Event description:
It was reported that the user contacted support for assistance with a full supply change on the ilet pump and, after guided steps, successfully filled the tubing, confirmed drops, filled the cannula, and resumed insulin delivery; subsequent blood glucose was 262 mg/dl without symptoms, and the user was advised to monitor after the supply change. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no reported medical intervention or hospitalization and continuation of insulin delivery. Investigation included troubleshooting and user education regarding infusion set change. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia following a routine supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.